Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reports that she noticed the cannula had fallen from the site and that the adhesive was not sticking to her body, resulting in a high blood glucose. No adverse event reported. A request was made for the return of the device.